Event description:
Additional information was received from the patient. It was reported that the cause of the device not working was undetermined. The patient mentioned they had a revision in (B)(6) 2023, and they are having a second on in may to position the implant higher. The issue was not yet resolved. The cause of the ins flipping and moving around was determined. The patient was told the marks on their buttox was made. Their buttox flatten out. When they stand up the fatty part hangs down and the implant bounces around causing pain, flipping and poking. The revision is planned for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient stated they saw their hcp that their ins is not working and hcp said they want to reposition ins, but recommended patient call mdt. Patient said that ins is "flipping and rotating around" causing pain. Patient said hcp had looked at ins and said leads were in position. Patient  stated that ins had worked "for about two weeks" after implant, but has not worked since. Patient said they have tried all the programs "at least 3 times" and have made various adjustments themselves and at hcp office. Patient stated they would stay with adjustments for "a week". Patient stated it was frustrating that ins is not working. Patient said they have "no bladder control" and "no relief". Patient stated that hcp had made adjustments " a couple days ago maybe thursday". Patient stated they called mdt rep "a little while ago" per hcp recommendation. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient stated they saw their hcp that their ins is not working and hcp said they want to reposition ins, but recommended patient call manufacturer. Patient said that ins is "flipping and rotating around" causing pain. Patient said hcp had looked at ins and said leads were in position. Patient  stated that ins had worked "for about two weeks" after implant, but has not worked since. Patient said they have tried all the programs "at least 3 times" and have made various adjustments themselves and at hcp office. Patient stated they would stay with adjustments for "a week". Patient stated it was frustrating that ins is not working. Patient said they have "no bladder control" and "no relief". Patient stated that hcp had made adjustments " a couple days ago maybe thursday". Patient stated they called manufacturing rep "a little while ago" per hcp recommendation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Ate is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.